Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller said stimulation was turned off because the patient had a cardioversion on (B)(6) 2019 (procedure was not related to the devic e/therapy), but they saw a power on reset (por) when they went to turn stimulation back on; the event date was when the patient went to turn stimulation back on. The caller noted that the patient was going to see a physician's assistant for a new healthcare provider (hcp). The family member called back saying the hcp could not clear the por because they didn't have the equipment. As a result of what was reported, an email was sent to manufacture representatives (rep) in the area. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The action/intervention taken to resolve the power on reset (por) issue was they met with a manufacture representative (rep) on (B)(6) 2019and the device was reset. The rep also explained how the device works; the rep was noted as helpful. No further patient complications have been reported as a result of this event.